Manufacturer narrative:
Investigator performed visual inspection that confirmed device broken threads. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The condition of the anchor indicates excessive force was used in the device. No root cause related to the manufacture of this device can be determined for the stated complaint. Address 1: (B)(6).

Event description:
It was reported by customer that device presented threads cracked during insertion with no patient injury.

Manufacturer narrative:
One 72203707 healicoil regenesorb 5.5mm suture anchor with 3 ub-bl-cb-bl-bk sutures returned. The complaint is listed as ¿device presented threads cracked during insertion¿. The product is less than one year old. Visual inspection of the device confirmed broken threads. These fragments were not returned. Sutures are still attached to the device. Pertinent clinical details were not included in the report such as what procedure was being conducted, what the bone condition was, what type and size tap were used for the prep site. The condition of the anchor indicates excessive force was used. Correct prep for this product is use of a dilator. No root cause related to the manufacture of this device can be determined for the stated complaint.